Event description:
The facility reports that the crystalens haptic was torn prior to removal from the packaging. No pt contact reported.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.